Manufacturer narrative:
The technician replaced the left and right intermediate siderail center arms to repair the bed.

Event description:
Information received indicates the left and right siderail center arms are broken and the siderails will not latch.